Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button unresponsive and rewind anomaly. The customer's blood glucose value was unknown at the time of incident. Customer states insulin pump taking longer to rewind. Customer also reports reservoir was chipping when changing. Customer states buttons are harder to push. Customer also reports battery cap area takes more effort to tighten and loosen. The insulin pump will not be returned for analysis.